Event description:
The following additional information was received: it was confirmed that no patient health hazard occurred due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the clogging of the pipeline during the procedure was likely due to the patient¿s blood and tissue. Since the information on the foreign material and the condition of the device are unknown, a root cause could not be determined. However, it is likely that the reported issue occurred because blood and/or tissue clogged the device due to a pressure difference between the inside of the body and atmosphere. The event can be detected/prevented by following the instructions for use (IFU) in the following sections: chapter 3 preparation and inspection 3.6 inspection of the endoscopic system inspection of the air-feeding function. Chapter 7 cleaning, disinfection, and sterilization procedures 7.3 bedside cleaning. Chapter 7 cleaning, disinfection, and sterilization procedures presoak for excessive bleeding and/or delayed reprocessing after each procedure. This supplemental report includes new information added to b5. Also, a correction has been made to h3 and h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. A field service engineer (fse) has since visited the facility to complete measures and has resolved this issue. Should additional information become available, or the evaluation is completed, a follow up report will be submitted.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope air and water nozzle was clogged. The reported issue occurred during a therapeutic fine-needle aspiration biopsy (fna) procedure. During the procedure the clog prevented air supply that the customer said was likely due to a backflow of blood in the air supply line. The procedure was subsequently cancelled and scheduled for a different day. There was no patient/user harm or injury reported due to the event.